Event description:
The hospital reported a malfunction that could cause a hypoxic mixture in the patient circuit. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The link-25 system was re-installed and calibrated to resolve the issue. No report of patient involvement. Legal manufacturer: hcs (B)(4).